Event description:
The device was returned to the service ctr for a report from the customer contact that there were multiple e301 (audio alarm failure) error codes noted in the device history. However, during verification testing at the service ctr, the device did not sound an audible alarm tone during an alarm condition.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the information known by the reporter upon query by hospira personnel.